Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was removed from the abdomen in two pieces"), the first episode of device dislocation ("migration of essure device location of device: omentum, cornua"), uterine haemorrhage ("abnormal uterine bleeding"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), the second episode of device dislocation ("migration of the essure") and seizure ("seizures") in a 32-year-old female patient who had essure (batch no. 627309) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included arthritis, asthma, anemia, hyperlipidemia, gerd, breast cyst and ovarian cyst. Concomitant products included alprazolam (xanax), omeprazole (prilosec), salbutamol (albuterol), tizanidine hydrochloride (zanaflex), vicodin and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 9 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, the patient experienced seizure (seriousness criterion medically significant). In january 2013, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), the second episode of device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe upper and lower abdominal pain and cramping"), menorrhagia ("severe menstrual bleeding"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), procedural pain ("painful post-operative recovery") and scar ("webbing/proximal scarring"). The patient was treated with ketorolac tromethamine (toradol), promethazine (phenergan), phenytoin (dilantin), vicodin (norco), ciprofloxacin (cipro), surgery (essure removal), and surgery (surgery to correct the migration of essure on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, seizure, urinary tract infection, migraine, headache, pelvic pain and scar outcome was unknown and the uterine haemorrhage, intra-abdominal haemorrhage, the last episode of device dislocation, abdominal pain, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection and procedural pain had not resolved. The reporter considered abdominal pain, device breakage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, scar, seizure, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have not resolved. Webbing/proximal scarring was noted in the tubal ostia; proximal adhesions were broken up prior to essure placement. Diagnostic results: on jan-2013, CT scan showed a linear metallic device in mild abdominal cavity that is causing pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("it was removed from the abdomen in two pieces"), the first episode of device dislocation ("migration of essure device location of device: omentum, cornua"), uterine haemorrhage ("abnormal uterine bleeding"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding"), the second episode of device dislocation ("migration of the essure") and seizure ("seizures") in a 32-year-old female patient who had essure (batch no. 627309) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included arthritis, asthma, anemia, hyperlipidemia, gerd, breast cyst and ovarian cyst. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 9 days after insertion of essure, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2008, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), the second episode of device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe upper and lower abdominal pain and cramping"), menorrhagia ("severe menstrual bleeding"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), procedural pain ("painful post-operative recovery"), pelvic pain ("pain") and scar ("webbing/proximal scarring"). The patient was treated with ketorolac tromethamine (toradol), promethazine (phenergan), phenytoin (dilantin), vicodin (norco), ciprofloxacin (cipro), surgery (essure removal), surgery (essure removal) and surgery (surgery to correct the migration of essure on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, seizure, urinary tract infection, migraine, headache, pelvic pain and scar outcome was unknown and the uterine haemorrhage, intra-abdominal haemorrhage, the last episode of device dislocation, abdominal pain, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection and procedural pain had not resolved. The reporter considered abdominal pain, device breakage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, procedural pain, scar, seizure, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of device dislocation and the second episode of device dislocation to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have not resolved. Webbing/proximal scarring was noted in the tubal ostia; proximal adhesions were broken up prior to essure placement. Diagnostic results: on (B)(6) 2013, CT scan showed a linear metallic device in mild abdominal cavity that is causing pelvic pain. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication, lot number and events urinary tract infection, migraines / headaches, migration of essure device location of device: omentum, cornua, seizures, pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ("abnormal uterine bleeding"), intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") and device dislocation ("migration of the essure") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe upper and lower abdominal pain and cramping"), menorrhagia ("severe menstrual bleeding"), vaginal haemorrhage ("vaginal bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (surgery to correct the migration of essure on (B)(6) 2013). At the time of the report, the uterine haemorrhage, intra-abdominal haemorrhage, device dislocation, abdominal pain, menorrhagia, vaginal haemorrhage, vaginal discharge, vaginal infection and procedural pain had not resolved. The reporter considered abdominal pain, device dislocation, intra-abdominal haemorrhage, menorrhagia, procedural pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms have not resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.